Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-aug-16. It was reported that the patient had pocket filled as reported. They did go to the ER for precaution. The rep had no further information. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered 25 mg/ml morphine (unknown) at an unknown dose. The reason for use was non-malignant pain. It was reported that the caller suspects a pocket fill occurred on (B)(6) 2019. The patient left after a refill and started to "feel funny" so returned to the clinic. They gave the patient narcan and plan to monitor. The caller can access the reservoir. The volume aspirated was approximately 7 ml. They reviewed that it should be considered to monitoring the patient. There were no further complications reported/anticipated.